Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected); "vision blurred" (blurred vision); "eye fatigue" (no code available). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported refractive surprises in three bilateral and one unilateral patients following intraocular lens implant surgery. This patient reported that the vision was blurry and was experiencing eye fatigue. Additional information has been requested. There are seven medical device reports associated with this event. This report is for the left eye of the second patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/05/2010, 08/09/2010, 08/17/2010, and 08/20/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).